Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implant date: (B)(6) 2019; product ID: 5076-58 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and low p waves were noted on the right atrial (ra) lead since implant. An atrial lead position check failure was noted, and far field r-wave (ffrw) oversensing noted on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.